Event description:
Customer received result of 59 mg/dl on the mobile system and a result of 415 mg/dl on the performa nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa nano system (lot number 471342, expiration date 07/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system. Will not be returned to manufacturer.